Manufacturer narrative:
Redacting this report because it was determined the model is a competitor product.

Event description:
It was reported that the patient experienced fatigue and dyspnea due to a left ventricular lead dislodgement. The lead remains in use and a replacement procedure is pending. The patient is a participant in the monitoring resynchronization devices and cardiac patients (more-care) study. No further patient complications have been reported as a result of this event. It was reported that the patient implanted with the left ventricular lead had fatigue and dyspnea symptoms. The lead was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).